Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the specialty foley product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley registered 40ml of output from 2200-0000. However, the patient's foley leaked a significant amount requiring a full bed change. The complainant stated that the balloon was checked and noted it had 9ml of fluid in it. It was later reported from the complainant through email,that there was no impact to the patient.they were reportedly unable to determine accurate I/o for the patient and the bed was reportedly saturated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley registered 40ml of output from 2200-0000. However, the patient's foley leaked a significant amount requiring a full bed change. The complainant stated that the balloon was checked and noted it had 9ml of fluid in it. It was later reported from the complainant through email,that there was no impact to the patient. They were reportedly unable to determine accurate I/o for the patient and the bed was reportedly saturated.